Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probe was broken which led to retrieval occurred because of the following mechanism: 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in ¿1¿. This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. Also, an error occurred. 3) some load was applied to the probe and the probe broke. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: "the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the probe broke 7mm from the tip of the probe. There were scratches around the fracture. When the fracture surface was checked, it was found the fracture started from the scratch. There were no scratches on the gripping part. The occurrence of an error could not be confirmed. The probe was confirmed to have fallen off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported on behalf of the customer that the sonicbeat 5 mm, 35 cm, front-actuated grip was used with usg-400, and the sonicbeat broke and fell inside patient during peeling in a therapeutic procedure. U504, probe damage error code appeared. The broken part was retrieved from the patient¿s body with a pair of forceps. It is unknown which body part the device fell into. The procedure was completed with a similar device without any additional sedation or procedure prolongation. The device was inspected before use and no abnormality was noted. The information for intended procedure, indication of procedure, and which body part the device fell into were requested but reported as unknown. No additional medical/diagnostic interventions were done to investigate the fallen device. There were no adverse effects or complications and no health hazards to the patient reported. There was no problem reported with the current condition of the patient.